Manufacturer narrative:
(B)(4). Batch # ni. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. I understand that the device was not on tissue when it would not open, but did the surgeon attempt to use the manual override to open the jaws? Did the jaws eventually open?

Event description:
It was reported that during colon resection the blue reload locked and wouldn't open before being applier to tissue. The doctor tried to use the reverse button to open the jaws of the instrument but wasn't successful. A second device with another blue reload was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # n54l5j. The analysis found that one psee60a device was returned in good visual condition and with an ecr60b partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.